Event description:
Literature was reviewed regarding: complicated mural thrombus post-evar.¿ the objective of the study was to describe four patients who developed symptomatic arterial thrombo-embolic complications (atec) caused by mural thrombus after endovascular aneurysm repair (evar). An endurant ii stent graft system and aortic cuff was implanted during the endovascular treatment of a 66 mm aaa on an unknown date. Anatomy showed a clock bell shaped neck of 10 mm length. It was reported approximately 15 months post the index procedure intervention was completed due to an acute ischemic left leg (rutherford ii-4). Embolectomy was performed through the cfa towards proximal and distal. Anticoagulation medication was started. It was reported 3 months later, the patient presented again with an acute ischemic left leg. During surgical exploration a thrombus was present at the left femoral bifurcation and successful thrombectomy was performed. CT scan after surgery showed a mural thrombus still present at the distal end of the left limb and in the native cia distal from stent. Regarding the fact that this thrombus most probably caused the ischemic leg, it was decided to reline the left limb of the endurant stent graft with a non-medtronic stent. CT and dus at 6 and 12 months showed no abnormalities. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: etlw1613c93ee; s/n: unknown; use by date: unknown; upn # unknown etlw1613c124ee; s/n: unknown; use by date: unknown; upn # unknown wiersema, a.m., kievit, j.k. And reijnen, m.m.p.j., 2018. Complicated mural thrombus post-evar. Annals of surgical and perioperative care, 3(1), p.1038. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.